Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification (bioid) failed following the es 1.11upgrade and lumidigm update package 1.3 was needed to be deployed. A technical support specialist (tss) connected to the station as per the scheduled time and deployed the required rss package by following the documented knowledge article ¿bioid lumidigm update package 1.3 release for es ¿ failure recovery fix¿. The tss ensured the station was rebooted successfully, confirmed that applications were running properly, and verified that communication was reestablished. Upon observing that the lumidigm device was not visible in the device manager, the tss performed a manual installation, verified that the lumi device service was running, and confirmed that the lumidigm device was correctly detected, concluding that the system was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user experience continuous bioid failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.